Manufacturer narrative:
Unit passed displacement test. Scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case (battery tube), end cap address label, serial number label missing and corroded battery tube. The p-cap does not lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack outside battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.